Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No unexpected numbers were ramping during testing. No moisture damage was found inside the pump. The pump was unable to verify battery out limit alarm due to no button response. The pump was also received with cracked case at the display window corner, broken reservoir tube lip, scratched lcd window, cracked reservoir tube, cracked reservoir tube window, missing end cap sticker and broken battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error, battery out limit and moisture damage from the insulin pump. The customer's blood glucose reading was 173 mg/dl. The customer stated that someone pushed her into the pool. While getting out of the pool, the customer bumped the pump and a piece of the pump chipped off the battery compartment. The customer tried to change the time and the numbers began ramping. The customer received a battery out limit alert from the pump. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.